Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise, and oversensing caused by electromagnetic interference (emi). That resulted in delivering inappropriate anti-tachycardia pacing (atp) therapy. No reprogramming options were recommended. At this time, the product remains in service and no adverse patient effects were reported.